Event description:
It was reported that the lead had a threshold rise so the device was programmed to a high output. The threshold continue to increase and the device was programmed even higher and consequently indicated elective replacement (eri) in two years. This was noted to be early depletion. The device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).